Event description:
(B)(4). As soon as I received this device, I had heavy bleeding, painful cramps, dizziness, blurry vision, pain during sex. It has been getting worse. But since the last two months, I have had two miscarriages. I was not suppose to have any more babies. This product has made me sick every day where I can't do stuff with my family. I can't concentrate on my school work because I get burnt vision, headaches, and dizziness. I fall in deep depression modes because I can't do the stuff I used to or because I'm pregnant and not knowing if I can get hurt being pregnant. Even losing a baby is hard emotional roller coaster even when you are done having babies.